Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Evaluation of the device did not duplicate the reported "no shock advised" issue. Device log review and functional testing, including shock testing, found no evidence of device malfunction. Waveform analysis confirmed a non-shockable rhythm, and the device operated as designed and within specifications. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.